Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that they received a phone call from the physician's office about a "wire that has slipped" one-week after the implant. Both the leads remain in use. No patient complications have been reported as a result of this event.